Event description:
The customer's initial and repeat testing yielded (B)(6) and cefoxitin screen (B)(6) results. The customer tested the same isolate a third time and received (B)(6) and cefoxitin screen (B)(6) results indicating (B)(6). The customer's offline tests also indicated a (B)(6). Based on the off-line test results the customer edited the oxacillin results to (B)(6) prior to reporting result to the physician. Hospitals routinely perform off line tests due to the importance and difficulty of identified (B)(6) isolates. In this instance the customer performed offline tests and reported the isolate as (B)(6) to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Actual device not evaluated. The customer performed offline tests that are accepted as accurate. No results available since no evaluation performed. The customer performed penicillin protein binding test and (B)(6) spectra (chromogenic) plate which were positive for (B)(6). Device was not returned. No evaluation will be performed. The penicillin protein binding test and (B)(6) spectra (chromogenic) plate tests are routinely performed by laboratories and are believable.